Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after completing the load process the pump asked for a new cartridge. The customer's blood glucose level was 200-300 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer began using manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.